Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer was assisted in troubleshooting. The customer's blood glucose was 340mg/dl at the time of the incident. The customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. The customer stated that they did not receive the beeps nor did the numbers appear on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind test. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.